Event description:
This pt was injected with radiance in their lips approx in 2004. The pt contacted bioform 3 months later to report that they had developed nodules that were surgically removed. They also state that some nodules remain at the inside of their lips and that they have some discomfort when biting hard food such as apples.